Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/17/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and passed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for an internal visual inspection and it failed, moisture damage was observed. The reported event of an intermittent audio output was confirmed. A root cause was determined to be moisture damage.